Event description:
It was reported that during a laparoscopic nissen, the "white tip" of the device came off while in use. It was not reported whether the tip fell into the patient. Another device was used to complete the procedure. There was a 10 minute delay in the case. There was no patient injury. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the tissue pad completely broken off and the clamp arm bent backwards. The broken piece was not returned with the device. There was charred contaminant on the clamp arm and the blade. Upon evaluation, the device was unable to fully open and close. The device was connected to a generator and passed all electrical testing. The device history record was reviewed and no discrepancies were noted.